Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise on the atrial and right ventricular lead. The atrial lead was suspected to be fractured and the right ventricular lead was said to be "failing." Patient remained stable and was referred for lead revision.